Manufacturer narrative:
The reported event of over sensing and noise was confirmed via reviewing of the device image. However, the noise was found to be due to external (non-device related) factors. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturers report number: 2017865-2023-02926, 2017865-2023-02927. It was reported during in clinic follow up that atrial lead exhibited decreased sensing amplitude. The right ventricular lead oversensing due to noise. Both leads were found to have low pacing impedance and insulation damage. Oversensing of noise on the implantable cardioverter defibrillator could not resolved via re-programming, so the entire system was explanted. The patient was stable and asymptomatic.